Manufacturer narrative:
(B) (4).

Event description:
It was reported that the device migrated and was protruding causing discomfort at the generator site; the generator hits the rib or hip depending on positon. The pt outcome was reported as no injury. A follow-up will be sent if additional info becomes available.